Event description:
It was reported via repair work order that the nurse call battery was low. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the nurse call battery was low. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer who determined the battery was low and replace it. Customer performed evaluation.